Manufacturer narrative:
On 17-sep-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a spontaneous deflation in the breast saline implant. During evaluation of the device it appeared intact. Leak testing revealed there was a tear measuring approximately less than 0.2 cm, located at the posterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate plus profile, catalog # 3502375, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent a breast augmentation primary with a 375cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative left-sided deflation. The deflation was confirmed by a doctor. As a result, the patient underwent removal and replacement with 400cc mentor memorygel breast implant, catalog # 3504001bc, left serial # (B)(4), right serial # (B)(4) on (B)(6) 2019.